Event description:
It was reported that when the patient plugged the recharger into the wall it went crazy. It was noted that the recharger moved the patient's settings up really high on its own. It was noted that some settings were at 3.0. It was noted that the patient¿s typical settings varied and were up as high as 3.0 or higher. It was noted that the patient saw the temperature symbol last night. It was reported that the recharger would not interrogate. It was noted that there was no reported patient injury. Analysis of the recharger noted that the connector pin was bent. It was noted that the recharge board was replaced.

Manufacturer narrative:
Product ID 37751, serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-75, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3998, lot# v000262, implanted: 2006 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).